Event description:
"Patient moved upward on bed, rn heard a snap. PICC dislodged by 10cm and snapped." "Mother of patient found the tip of PICC detached from the PICC line." No information provided by complainant.